Event description:
Patient presented to the physician with pain at the ipg site. Physician is unable to determine what is causing the pain. Physician brought the patient into the operating room and removed the inspire system.